Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported circuit failure via phone call. Customer blood glucose reading was 63 mg/dl. Customer stated they could not clear the alarm. Troubleshoot was performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. However, pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.